Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: (B)(4) the distal segment of the lead was returned, analyzed and no anomalies were found. It was noted there was apparent explant damage. (B)(4). Concomitant products: d284trk implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2010; 6944-65 implantable tachy lead, implanted: (B)(6) 2004; 4470 competitor implantable pacing lead, implanted (B)(6) 2004.

Event description:
It was reported that the right ventricular (rv) lead was oversensing which led to inappropriate shocks. The lead was to be extracted the following day. During the laser lead extraction of a competitor atrial lead, the patient became hypotensive and arrested. Resuscitation efforts were unable to save the patient. A chest tube was placed and blood was returned. Cause of death that was returned is cardiac arrest. The cause of the cardiac arrest is under investigation, results of the autopsy have been requested and not yet made available. (B)(6 )2013, it was further reported the left ventricular lead had loss of capture during procedure.